Manufacturer narrative:
Submit date: 8/24/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the pump had a blank display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had a blank display. The unit was triaged and the reported issue could not be confirmed. No issues were observed with the display during analysis. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.